Event description:
It was reported that customer had a blank display on the insulin pump. Customer's blood glucose level was 118 mg/dl. Customer stated that she is at work and did not bring the manual with her. Customer was using an (B)(6) aaa alkaline battery. Customer inserted a new battery and stated that the display returned. The pump was out of battery for 10 minutes. Customer received battery out limit alarm and was advised to clear it. Customer will need to reprogram the time/date. Customer was able to program it herself. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap as a courtesy. Customer was able to get the battery to turn back on. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.